Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level at the time of incidence was unknown and current blood glucose level was 415 mg/dl. Customer was treated with manual injection/ insulin pen. Customer did use auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case and cracked case (battery tube). (B)(4).